Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial and had residue on the product. Visual inspection found no visible damage to the lens and presence of residue on the lens surface. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -9.0 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.